Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent an arm surgery and the patient went into ventricular tachycardia (vt). Additionally, noise and oversensing occurred which resulted in pacing inhibition and pulseless activity and the patient required chest compressions. The vt was identified to have been below the rate cut off and therefore, was not stored. A boston scientific technical services consultant discussed magnet behavior and electrocautery mode with the caller. The caller will also speak with the physician about lowering the patient's rate zones. No additional adverse patient effects were reported.